Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to report an adverse event, concerned an (B)(6) female patient of unknown origin. Medical history included hypertension and other unspecified disease. Concomitant medication included acarbose for unknown indication. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) (humalog mix25) cartridge via reusable pen (humapen ergo ii) 8-9 units three times a day (morning, noon and evening) subcutaneously for the treatment of diabetes mellitus beginning on (B)(6) 2017. On (B)(6) 2017 she had blood glucose high (values not provided), therefore she was hospitalized and was discharged on (B)(6) 2017. On (B)(6) 2017 following physician instructions she discontinued insulin lispro protamine suspension 75%/ insulin lispro 25% and on (B)(6) 2017 she began receiving insulin lispro protamine suspension 50%/ insulin lispro 50% (rdna origin) (humalog mix50) cartridge via reusable pen (humapen ergo ii) 8-9 units twice a day (morning and evening) subcutaneously for the treatment of diabetes mellitus. In (B)(6) 2017 she did not inject insulin lispro protamine suspension 50%/ insulin lispro 50% due humapen ergo ii breakdown and her blood glucose was high (values not provided) ((B)(4) batch: 0801d07). She was not recovered form the events. Information regarding further hospitalization details, examination findings and insulin lispro protamine suspension 50%/ insulin lispro 50% treatment status was not provided. The operator of the humapen ergo ii and her/his training status was not provided. The humapen ergo ii duration of use was less than ten days. The action taken with the suspect device was not provided. The reporting consumer did not know if the events were related to insulin lispro protamine suspension 50%/ insulin lispro 50% or insulin lispro protamine suspension 75%/ insulin lispro 25% treatment and did not offer an assessment of causality between the events and humapen ergo ii. Edit 13-jun-2017: information received from the responsible complaint personnel on 08-jun-2017. (B)(4) was processed and added to the narrative. No further changes made in the case. Edit 15jun2017. Case was opened to enter medwatch device fields for device mailing. No new information.

Manufacturer narrative:
(B)(4).   No further follow up is planned. Evaluation summary: a female patient reported that the injection button of her humapen ergo ii device was difficult to push down. The patient reported that she changed needles every three days. She did not inject insulin due to the problem with her device and experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch number (B)(4), manufactured january 2008). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical findings with respect to injection force high or dose accuracy issues. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is evidence of improper use. The patient reused needles which may be relevant to the increased blood glucose.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report an adverse event, concerned an (B)(6) year-old female patient of unknown origin. Medical history included hypertension and other unspecified disease. Concomitant medication included acarbose for unknown indication. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) (humalog mix25) cartridge via reusable pen (humapen ergo ii) 8-9 units three times a day (morning, noon and evening) subcutaneously for the treatment of diabetes mellitus beginning on (B)(6) 2017. On (B)(6) 2017 she had blood glucose high (values not provided), therefore she was hospitalized and was discharged on (B)(6) 2017. On (B)(6) 2017 following physician instructions she discontinued insulin lispro protamine suspension 75%/ insulin lispro 25% and on (B)(6) 2017 she began receiving insulin lispro protamine suspension 50%/ insulin lispro 50% (rdna origin) (humalog mix50) cartridge via reusable pen (humapen ergo ii) 8-9 units twice a day (morning and evening) subcutaneously for the treatment of diabetes mellitus. In (B)(6) 2017 she did not inject insulin lispro protamine suspension 50%/ insulin lispro 50% due humapen ergo ii breakdown and her blood glucose was high (values not provided) (B)(4). She was not recovered form the events. Information regarding further hospitalization details, examination findings and insulin lispro protamine suspension 50%/ insulin lispro 50% treatment status was not provided. The operator of the humapen ergo ii and her/his training status was not provided. The humapen ergo ii duration of use was less than ten days. The action taken with the suspect device was not provided. The reporting consumer did not know if the events were related to insulin lispro protamine suspension 50%/ insulin lispro 50% or insulin lispro protamine suspension 75%/ insulin lispro 25% treatment and did not offer an assessment of causality between the events and humapen ergo ii. Edit 13-jun-2017: information received from the responsible complaint personnel on 08-jun-2017. Product complaint (B)(4) was processed and added to the narrative. No further changes made in the case. Edit 15jun2017. Case was opened to enter medwatch device fields for device mailing. No new information. Update 28jun2017. Additional information received 28jun2017 from the product complaint safety database. On the device tab entered the manufacture date, changed improper use to yes, entered the device specific safety summary (dsss), updated the (B)(4) and (B)(4) device information, updated the medwatch field with the device information and the narrative was updated accordingly.